Manufacturer narrative:
Product event summary: further analysis was conducted on the battery. At visual inspection no anomalies were observed. At bench analysis it was noted that both initial battery charge remaining and initial battery charge capacity showed "0 light-emitting diodes (leds)"and that data analysis noted "critical battery failure displayed" and no data output. The conclusion was that the battery was not recoverable.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery would not charge and that wiggling the power cord could cause the unit to shut down. It was attributed to a defective battery and it was noted that a known, good battery charged with the unit. The battery was to be sent on for failure analysis and a new battery was to be installed. It was additionally noted that the software was reloaded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's battery would not hold a charge and that the device would turn on and off as the power cord was wiggled. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.